Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified lesion below the knee. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).